Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when unpacking a rotating hemostatic valve (rhv), a few rice-grain sized black pieces were observed inside the package. The device was not used and no patient involvement. A new unspecified rhv was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and chemical analysis was performed on the returned device. The foreign material was confirmed. Chemistry report determined the black material was from the seal. It is possible that during insertion of an accessory device (guide wire, catheter), the device interacted with the seal, causing a piece of the seal to tear off; however this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.